Event description:
Reporter indicated that the physician believed the patient's vns generator had reached pre-mature end-of-service. The generator was currently set at an output current of 3.5ma with an on time of 60 seconds and an off time of 1.1 minutes. A battery life calculation was completed with available programming history, and it was estimated that there were 0.12 years remaining until eri is expected to read "yes" although this estimation does not take magnet mode activations into account. Surgery to replace the generator is likely.